Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported a tampon fell apart upon removal. Another tampon from the same box had the string break off during removal. She was able to manually remove the tampon pieces and did not seek medical assistance.